Manufacturer narrative:
Visual inspection of the lead found external insulation abrasion was noted at 20.1cm to 20.4cm from the connector pin breaching the outer insulation and exposing the outer coil proximal, consistent with lead friction to the device can and the reported events.

Event description:
New information notes that noise was observed on the ventricular lead when tested in clinic. Oversensing and failure to pace was detected and was recommended replacing the rv lead. It was noted that the patient has been stable in door mode (asynchronous) to avoid pacing inhibition due to noise. Patient is pacemaker dependent and had previously suffered pre-syncopal spell until programmed to asynchronous mode. On (B)(6) 2019, the patient presented to the or and the complete system was replaced. The patient is stable.

Event description:
New information notes that the physician tried pocket manipulation and vigorous movements and tugging of the lead generator interface with no inhibition during the operative procedure. The ra, rv leads pulled back by traction. No claim was made against the ra lead or the generator. Patient was stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on a patient's device during a clinic visit. The noise was reproducible with isometrics and was inhibiting pacing. Insulation issue was suspected. Programming changes were discussed. Further information notes that the patient was successfully programmed to door mode due to being pacer dependent and feeling syncopal during oversensing under-pacing which was noted on egms. Noise, oversensing with myopotentials was seen on the lead but recorded on the device. No intervention or surgical procedure has taken place, and none has been scheduled. Patient was stable during follow up but had dizzy spells until reprogrammed to door in clinic. Patient left clinic in stable condition. It is unknown if a new lead implant will occur.